Manufacturer narrative:
(B)(4) is ongoing. (B)(4). Evaluation results: results (other): visual inspection of the lens showed evidence of surgical residue. The optic and one haptic was torn.

Event description:
The surgeon implanted a silicone lens model aq2010v and the lens tore. The lens was not implanted and there was no pt contact. At this time, the facility has not yet responded to the attempts of obtaining more info. It is unk as to what cause the lens damage.